Event description:
Initial glucose result 1 mg/dl was repeated and recovered 86 mg/dl. Incorrect result was not used to provide patient treatment. Field service representative checked the probes, stirrers and cell rinse mechanisms, but could not duplicate the problem. He performed precision check which recovered within specifications.